Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. Prior to lots being released to be distributed, they are processed according to the validated sterilization process parameters and it is ensured that they meet all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient underwent two-stage hip revision due to infection. First stage of procedure was performed on (B)(6) 2011 where all components were removed and spacers were placed; second stage of procedure was performed on (B)(6) 2011.